Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge appeared to be showing an inaccurate charge level. Additionally, the touchscreen was cracked and the usb port was damaged. The customer declined to be contacted by tandem technical support regarding the issues, therefore no further information could be obtained.